Manufacturer narrative:
30 to 40 years old. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported patient was injected in the lips (off-label usage) and peri-oral with juvéderm vollure¿ xc. Approximately two months later, patient developed, late onset inflammatory nodules, in the areas injected. They also recently had a bad case of covid-19, deemed not related to the device and was hospitalized. Patient was treated with hyaluronidase, prednisone and kenalog injections. Event is ongoing at this time.